Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Observed cracked sensor neck upon visual inspection of the sensor plug assembly. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported on behalf of a customer who received an unspecified low reading from the adc freestyle libre sensor, as compared to a reading of 3.6 mmol/l (64 mg/dl) on a competitor brand meter. The customer felt "really bad and sick" and called for an ambulance. Upon their arrival, a glucose reading of 38.9 mmol/l (700 mg/dl) was obtained on an hcp device and the customer was diagnosed with hyperglycemia. The customer was treated with novorapid insulin (dose unknown) and intravenous glucose. It should be noted that the treatment of glucose is inconsistent with the reported diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A healthcare provider reported on behalf of a customer who received an unspecified low reading from the adc freestyle libre sensor, as compared to a reading of 3.6 mmol/l (64 mg/dl) on a competitor brand meter. The customer felt "really bad and sick" and called for an ambulance. Upon their arrival, a glucose reading of 38.9 mmol/l (700 mg/dl) was obtained on an hcp device and the customer was diagnosed with hyperglycemia. The customer was treated with novorapid insulin (dose unknown) and intravenous glucose. It should be noted that the treatment of glucose is inconsistent with the reported diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare provider reported on behalf of a customer who received an unspecified low reading from the adc freestyle libre sensor, as compared to a reading of 3.6 mmol/l (64 mg/dl) on a competitor brand meter. The customer felt "really bad and sick" and called for an ambulance. Upon their arrival, a glucose reading of 38.9 mmol/l (700 mg/dl) was obtained on an hcp device and the customer was diagnosed with hyperglycemia. The customer was treated with novorapid insulin (dose unknown) and intravenous glucose. It should be noted that the treatment of glucose is inconsistent with the reported diagnosis. There was no report of death or permanent injury associated with this event.